Manufacturer narrative:
A review of the mfg records for the device has been conducted. A review of the mfg records for the device(s) verified that the lot(s) met all pre-release specifications. The gore excluder aaa endoprosthesis instructions for use states: adverse events that may occur and/or require intervention include, but are not limited to: endoleak, aneurysm enlargement. Additionally, the IFU states under pt selection and treatment: gore recommends that the gore excluder endoprosthesis diameter be at least 2 mm larger than the aortic inner diameter (10 - 21% oversizing) and 1 mm larger than the iliac inner diameter (7 - 25% oversizing).

Event description:
On (B)(6) 2009, the pt underwent treatment for an abdominal aortic aneurysm and was implanted with gore excluder aaa endoprosthesis. The pt tolerated the procedure with no complications. On (B)(6) 2010, a computed tomography (CT) scan determined aneurysm enlargement. The pt was asymptomatic. On (B)(6) 2011, computed tomography (CT) scan determined aneurysm enlargement. The pt remains asymptomatic.